Event description:
It was reported that an unspecified malfunction alarm occurred. : the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.